Event description:
It was reported that during a lap appendectomy procedure the device fired fine the first time. The device was reloaded and the device would not fire. The cartridge fell into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.